Manufacturer narrative:
Section b5: additional information. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient required ventriculoperitoneal (vp) shunt placement. The date of placement was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had another subdural hemorrhage. The patient had experienced a previous subdural hemorrhage 4 weeks prior (reported in (B)(4), MFR. Report # 2916596-2020-02391). The patient was sub therapeutic at the time. The patient was on heparin with activated partial thromblastin time (aptt) of 46 to 49 seconds. The patient started warfarin 2 days prior to the hemorrhage but at a miniscule does of 1 mg. At the time the patient's coagulation profile was normal with an international normalized ratio (inr) of 0.99, prothrombin time (pt) of 13.7 seconds, and fibrinogen of 300). The patient had not restarted aspirin. The pump seems to be okay with stable powers. The patient developed a cerebrospinal leak in the area. The cardiologist thought that the cerebrospinal fluid may have started accumulating and sheared the vessels open again. The event was probably unrelated to the anticoagulation but being on heparin was unhelpful. The patient is currently off of anticoagulation and aspirin. The subdural hemorrhage was confirmed by computed tomography (CT). A head CT scan on (B)(6) 2020 showed new extracranial bleeding along the extra-axial left hemisphere. The patient had sub-therapeutic anticoagulation at the time with a ptt of 46 seconds, pt of 13.7 seconds, and inr of 0.99. The patient had active bleeding and drainage from a previous craniotomy suture line. The patient's anticoagulation was stopped. The patient underwent a repeat evacuation of the bleed on (B)(6) 2020 and an external ventricular drain (evd) was placed with 2 jackson-pratt drains.